Manufacturer narrative:
Concomitant medical devices: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fast heart rate. It was also reported that the right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing on stored electrograms (egms), appearing to have caused false detection of atrial tachycardia/atrial fibrillation (at/af). The ra lead remains in use. No further patient complications have been reported as a result of this event.